Event description:
A pt, and a technician were exposed to undesired radiation. The pt was having a contrast solution injected via a medrad stellant injector in preparation for a CT scan. When the contrast process starts, an automatic count-down is initiated for a delayed start on the CT scanner. After the count-down had begun, the injection point of the contrast experienced a build-up and a leakage of fluids occurred. The pt bending their arm is the most frequent reason this leakage occurs. Upon noticing the leakage, the technician, who was in the scan room, only disengaged the injection and not the count-down for the scanner, resulting in the undesired radiation exposure.

Manufacturer narrative:
(B) (4)